Event description:
Patient was scheduled for surgery. Physician used uterine manipulator device that was put together by surgical tech before physician entered the room. Patient returned four days later to the ER with the feeling that something was "coming out" vaginally. Upon examination a small white cap like piece was seen and removed.====================== health professional's impression======================physician feels that the end cap may have been put on incorrectly and did not even know there was a separate piece that was applied. Physician has used this device many years and never seen the piece.